Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap is detached and returned. The metal cap is detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a procedure at 21,373 joules the aiming beam was firing straight out of the fiber. No error codes were displayed on the console. The fiber was exchanged and the second fiber was used to complete the procedure at 108,276 joules. The fiber tip was cleaned during the procedure. There was no harm to the patient.

Event description:
It was reported that during a procedure at 21,373 joules the aiming beam was firing straight out of the fiber. No error codes were displayed on the console. The fiber was exchanged and the second fiber was used to complete the procedure at 108,276 joules. The fiber tip was cleaned during the procedure. There was no harm to the patient.